Manufacturer narrative:
This occurred on an unknown date in (B)(6) 2016. (B)(6). During visual inspection loose particulate matter was inside of the fluid path. The shape and color of the particulate matter was consistent with frangible material. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice cassette, a baxter technician determined there was particulate matter inside the cassette. The particulate matter was stated to be loose green particles inside the cassette. The patient was never connected to the cassette. The cassette was priming when an unknown alarm occurred. No additional information is available.